Manufacturer narrative:
Therapy dates - it was reported that the event occurred in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex m150 st set ¿drew air at the new luer lock connector.¿ this occurred during therapy. The device was being used with two baxter solution bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available.